Event description:
Pump malfunction was reported with issues including the battery not charging to full capacity and the device shutting off completely multiple times. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from customer technical support and no additional actions or outcome information was received.